Manufacturer narrative:
Additional information added to h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the ¿at the tube interface¿ of a prismaflex m100 set during continuous renal replacement therapy. Additionally, insufficient airtightness, insufficient exhaust of the tube, and excessive small air bubbles on the filter were observed. Therapy was stopped, the set was replaced, and therapy was restarted. The volume of blood lost was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.